Event description:
It was reported that during use with bd max¿ system, bd max¿ instrument false positive results are obtained. There was no report of confirmatory testing, and there was no patient impact. The following information was provided by the initial reporter: cryptosporidium false positive; ongoing since december.

Manufacturer narrative:
Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6 investigation summary : the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) had " epp cryptosporidium - fps". The complaint is unable to be confirmed with the information present. The root cause is "unknown". If additional information is received in the future, this complaint will be re-opened and re-investigated. Review of device history record for instrument (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on (B)(6) 2021. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Review of service history for this device did not reveal any prior events related to this failure mode. Bd quality will continue to monitor trends associated with this failure mode.

Event description:
T was reported that during use with bd max¿ system, bd max¿ instrument false positive results are obtained. There was no report of confirmatory testing, and there was no patient impact. Assay used: bd max enteric parasite (#442960). The following information was provided by the initial reporter: cryptosporidium false positive; ongoing since december.

Manufacturer narrative:
The following field has been updated with additional information: b.5. Describe event or problem: it was reported that during use with bd max¿ system, bd max¿ instrument false positive results are obtained. There was no report of confirmatory testing, and there was no patient impact. Assay used: bd max enteric parasite (#442960) the following information was provided by the initial reporter: cryptosporidium false positive; ongoing since december.

Event description:
It was reported that during use with bd max¿ system, bd max¿ instrument false positive results are obtained. There was no report of confirmatory testing, and there was no patient impact. Assay used: bd max enteric parasite (#442960). The following information was provided by the initial reporter: cryptosporidium false positive; ongoing since december.